Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was reported as due to reuse of the equipment. One day after the event onset, the patient was hospitalized and was treated with vancomycin (1g, once in three days, ongoing, route not reported), heparin injection (intraperitoneal, 1000 u, ongoing, frequency not reported) and fortum injection (1g as start dose, then 250mg, then 500mg, ongoing, frequency, route not reported) for peritonitis. At the time of this report, the patient remained hospitalized and was recovering from the event. Pd therapy was ongoing. It was not reported if the patient was retrained on the proper aseptic technique. No additional information is available.

Manufacturer narrative:
B5: upon follow-up, it was reported that antibiotic treatment was discontinued 15 days after the event onset. The patient was discharged from the hospital 32 days after the event onset. At the time of this report, the patient has recovered from the event. Should additional relevant information become available, a supplemental report will be submitted.